Manufacturer narrative:
The event occurred in the us. It was reported that the error message ¿-12 v test¿ occurred on the rotaflow console during use. The device was exchanged with a new one without consequences for the patient. During the service of the device the error message "head error" occurred on the rotaflow console and rotaflow drive. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the reported failure ¿-12 v test¿ could not be produced. The rf (rotaflow) power supply pcba (printed circuit board assembly) (article number (B)(4)) has been replaced as a precaution. As part of the service 3x hl20_rubber foot 24x12 rpm/tpm (article number (B)(4)) and the rf power plug us (article number (B)(4)) has been replaced. During the reassembling of the device the "head error" occurred and the error could not be cleared. The rotaflow console (rfc) and rotflow drive (rfd) were shipped to the repair center. The rfc s/n (B)(6) and the rfd s/n (B)(6) was investigated in the repair center and the technician could not reproduced the reported "head error". No parts has been replaced. The device is working as intended and is back in use. Based on these investigation results the reported failure "-12 v test" could not confirmed and the "head error" could not be reproduced at the repair center. However, the following most possible root cause could be determined for the "head error" and "-12v test error" head error: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. -12v test error a similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a reduced resistance of the capacitor c107 on the flow measure board triggered the fuse f3 on the power supply board. Resulting in either the "-12v test error" or the "referenc error". Rotaflow console: the review of the non-conformities was performed on 2023-08-10 and during the period of 2005-12-05 to 2023-08-10 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2005-12-05. Rotaflow drive: the review of the non-conformities was performed on 2023-08-14 and during the period of 2012-11-29 to 2023-08-14 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2012-11-29. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the error message ¿-12 v test¿ occurred on the rotaflow console during use. The device was exchanged with a new one without consequences for the patient. During the service of the device the error message "head error" occurred on the rotaflow console and drive. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the reported failure ¿-12 v test¿ could not be produced. The rf (rotaflow) power supply pcba (printed circuit board assembly) (article number 701011675) has been replaced as a precaution. During the reassembling of the device the "head error" occurred and the error could not be cleared. The rotaflow console and drive will be shipped to the repair center. Rotaflow console: the review of the non-conformities was performed on (B)(6) 2023 and during the period of (B)(6) 2005 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in (B)(6) 2005. Rotaflow drive: the review of the non-conformities was performed on (B)(6) 2023 and during the period of (B)(6) 2012 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in (B)(6) 2012. The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the error message ¿-12 v test¿ occurred on the rotaflow console during use. The device was exchanged with a new one without consequences for the patient. During the service of the device the error message "head error" occurred on the rotaflow console and drive. No harm to any person has been reported. Complaint ID: (B)(4).